Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the up button on the insulin pump froze causing the insulin delivery to reach sixteen his max bolus. Customer tried to stop the delivery but nothing worked. The blood glucose reading is 95 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump was monitored for several hours and no button error alarm noted. The insulin pump was tested with a test keypad and no frozen display noted. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads.